Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : g7 finned bm 3 hole shell 48c cat:110017121 lot: 3585617. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation determined the liners are free from major damage. No dimensional analysis will be conducted at this time. 100% automated measuring at the time of production shows the device(s) met all dimensional specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03904 / 03905).

Event description:
During a right hip revision of competitor product, the surgeon had difficultly inserting the liner into the shell. A new liner of the same size was attempted to be impacted to the shell; however, the liner would not seat. The patient's pelvis fractured after multiple impactions. A third liner was cemented in to the shell to complete the procedure. There was a1-2 hour delay in procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.